Manufacturer narrative:
(B) (4): the product was sent for biomechanical testing at the hosp. The testing results have not been provided. It is suspected that the black corrosion noted may be discoloration from micromotion, not corrosion. The product has not been returned for eval. With the available info a cause or contributing factor cannot be determined.

Event description:
It was reported that the pt presented with infection-like symptoms. The pt underwent revision surgery to remove the hardware. Reportedly fusion was solid. Upon removal, "black corrosion" was noted on the implants. The products were not replaced. No add'l hardware was removed. Several requests have been made for add'l info without success. A f/u report will be sent if add'l info is received.